Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the issue resolved and the customer successfully filled the cartridge. The customer's blood glucose level was 169 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned